Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 13 (ios 18.2) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4). We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. The most likely reason for the reported behavior could be internet connection or some outage in cl side which prevented history and trace service upload. The helpline informed team that issue was resolved before the recommendation was shared. After reviewing the logs from the mmm side and the feedback from the cl side, we observed that there were no periodic uploads from the application. This could be due to one or more of the following reasons: - the device running the mmm application did not have an internet connection. - the device running the mmm application had no data to report. Issue was not confirmed. Currently, we can see that users are uploading data daily, indicating that the connection with the pump appears to be functioning correctly, and there should be no issues with this user at present. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: - verify if the phone has an active internet connection. - attempt switching the connection type between cellular data and wi-fi. If the issue persists, ensure that the mmm mobile application logs are uploaded so we can analyze the problem further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between other device to carelink software as customer could not able to see data in carelink. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.